Event description:
It was reported that during the procedure to treat a lesion in the saphenous vein graft to the circumflex artery, pre-dilatation was performed with an unspecified device and a non-abbott stent system was advanced into the patient anatomy. The stent system became caught on a previously placed stent and the stent of the non-abbott stent system became dislodged and was retrieved in the right iliac artery and removed from the patient anatomy. A new non-abbott stent system was advanced into the patient anatomy and the same occurred, with the stent being retrieved in the right iliac artery. An unspecified promus stent system was advanced and the stent became damaged, but did not dislodge. The device was removed from the patient anatomy. Pre-dilatation was performed again and a new unspecified promus was advanced and the stent was deployed. The stent delivery system was removed from the anatomy. Angiogram was performed and a significant clot was noted. An aspiration catheter was used to aspirate the clot. The patient went into cardiac arrest and then expired. Reportedly, the physician did not attribute the patient's death on the devices used; it was reported that the patient was not a surgical candidate and an interventional procedure would need to be performed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The first unspecified promus stent is being filed under a separate medwatch MFR number. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. Thrombosis and death are known adverse events as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported the promus stent was used in a saphenous vein graft. It should be noted the promus IFU states: this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Safety and effectiveness of the stent have not been established for subject populations with lesions in saphenous vein grafts. It does not appear that the off label use of the promus contributed to the reported patient effects.